Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion technical support specialist in conjunction with the customer identified faulty gas delivery engine as the most likely cause in this alleged event. The customer was shipped a replacement gas delivery engine to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the customer for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(6) 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] called in with this vent presenting with alarms during pre patient use est checks. The alarms are ext high peak press, circuit occlusion and high peak pressure after it passes the est. I had him go into the pressure xdcr cal and he said his a/d was stuck at 4095 and he was unable to change with cal. He will need a new gde [gas deliver engine]."